Event description:
It was reported that while the gamma xxl monitor was in use, a patient had passed as expected, however after the event the staff discharged the unit and saw the alarms were set to off. The staff reports that the alarms being set to off was unexpected. The customer is not alleging the device contributed to the patient's outcome in this case.

Manufacturer narrative:
Clarification was received from the customer stating that they were trying to determine if the monitor hr, spo2, and nibp alarm settings were adjusted by human intervention or possible equipment failure. The ics logs provided did not aid in this investigation as there were no entries for the cited device on the date of the event. The device was evaluated by the hospital biomed who verified that the alarms were set to off and performed testing, no malfunctions were identified. The device was returned to draeger for evaluation. The device logs were reviewed but did not aid in this investigation as there were no entries for the date of the event. The alarm setting functions were tested with no malfunctions identified. There is no indication a device malfunction occurred indicating that the alarm setting changes were user initiated during the event. This is an isolated case.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that while the gamma xxl monitor was in use, a patient had passed as expected, however after the event the staff discharged the unit and saw the alarms were set to off. The staff reports that the alarms being set to off was unexpected. The customer is not alleging the device contributed to the patient's outcome in this case.